Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported kinked cannula which was discovered after removing the infusion set due to leakage. The site of insertion of infusion set was abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.